Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
A report was received regarding a quick coupling for drill bits. It was reported that prior to an unspecified procedure, the quick coupling attachment head fell off and broke into pieces. It was reported that a spare device was used to complete the procedure with no further problem, no adverse effect to the patient.

Manufacturer narrative:
The device is used for treatment, not diagnosis. An investigation and device history records review could not be completed and no conclusion could be drawn as no part or lot number was provided and the device was not returned.